Event description:
Patient underwent cranioplasty with norian and titanium implants. Postoperatively, patient experienced fluid build up. Two small drainage surgeries were performed. Surgeon has not removed the implanted material. This is one (1) of twelve (12) reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Expiration date: synthes is unable to determine expiration date without a lot umber. Implant remains in the patient. Synthes is unable to determine manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.